Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was confirmed through review of medical records. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications such as pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that post-operative bursitis developed and required medical intervention for treatment. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision tibia fixed cemented left size f catalog #: 42542007501 lot #: 64334587, persona revision stem extension 6mm offset splined uncemented 15mm x +135mm catalog #: 42560613515 lot #: 64523137, persona revision tibial central cone size x-small catalog #: 42545000510 lot #: 64470026, persona revision tibial augment cemented half block left medial size ef 10mm catalog #: 42555805310 lot #: 64352568, persona revision femur cemented plus left size 9+ catalog #: 42504606611 lot #: 64288155, persona revision stem extension 6mm offset splined uncemented 17mm x 135+mm catalog #: 42560613517 lot #: 64542501, persona revision femoral central cone size small catalog #: 42545001011 lot #: 64470408, persona revision femoral distal augment cemented size 9, 9+ 5mm catalog #: 42556606605 lot #: 64345779, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 849abh1703, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 849abh1703, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 839haa0807, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 849bah1404. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pes bursitis, pain, throbbing, cramping and tightness approximately four (4) years following left knee arthroplasty. The patient was prescribed meloxicam and given a cortisone injection as well as topical pain therapies. Initial operative notes noted the patient's tibial bone was quite sclerotic from an unknown previous procedure and several small drill holes were made to help with cement interdigitation; however, no intraoperative complications were noted. No additional patient consequences were reported.